Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited post paced t wave over-sensing. No intervention was reported. Patient condition was unknown.

Event description:
New information noted that no intervention was performed. There were no patient consequences.

Event description:
New information noted that post-paced t-wave oversensing occurred during episodes of biventricular pacing via a review of the electrogram (egm) strip. Further analysis showed loss of right ventricular (rv) capture, with alternating beats. No intervention was made. No patient symptoms were reported.

Manufacturer narrative:
Correction: "user facility" should also marked for g2.